Event description:
Caller reported a cartridge alarm during the load process of the insulin pump, which resulted in the inability to successfully load a cartridge and resume insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.